Event description:
The reporter stated that the patient was hospitalized with diabetic ketoacidosis (dka). The reporter stated that the patient was being treated with intravenous insulin and blood glucose (bg) levels resolved. The reporter stated that the patient was started on pump therapy and again the patient's bg elevated. The reporter stated that the patient's doctor felt the pump was not delivering insulin properly and requested the pump be replaced. The reporter stated that the previous day, the patient had elevated bg with shallow breathing and vomiting; the patient reportedly used insulin pens to try to bring his bg down but was unsuccessful. The reporter stated that the patient had given himself "tons of insulin" and were worried about the patient crashing but his bg did not come down until he was admitted to the hospital. The reporter confirmed that the site was changed to see if bg would improve but his bg did not resolve. The reporter declined troubleshooting. The pump was replaced at the doctor's request. This report is made based on the allegation that the patient was hospitalized with dka while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There was no activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed a dim display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. A new display screen was inserted into the pump and the display screen illuminated to normal contrast.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.